Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-07307. It was reported the patient's lead had migrated and the patient has pain at the ipg site. As such, surgical intervention occurred where the system was explanted to address the issues.